Event description:
The lead was implanted on (B)(6) 2006. Will be explanted next week due to infection. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).